Event description:
Can¿t get it out... Asking for a friend who has it stuck- vagina [foreign body in reproductive tract] . Case narrative: consumer sent an inquiry about her friend's tampon which became stuck in her vagina. No serious injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.